Manufacturer narrative:
Addtiona information received on (b)(64) 2019 indicating that the patient information, event date and no patient injurty due to the reported event.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, under delivery was noted. Reported that the neck on the bladder of the cassette reservoirs gets pinched off when administering medication through the pump which result in the patient feeling very ill because the medication fluid was not been delivery at the correct rate. It was also reported that the bladders in the cassettes were "bent" on all sides, and when liquid was placed in them, they form an "s" shape, which affects the flow of the liquid through the pump. Subsequently, the patient switched to a different cassette reservoirs but had similar results. No additional adverse effects reported.